Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an orise proknife was used in the esophagus during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2021. During the procedure, after some usage, the electrode was noticeably bent inside the patient. The physician removed the orise proknife from the endoscope and patient. The user tried to manually bend the electrode to straighten it, however the electrode broke and detached. The procedure was completed with a non-bsc resection knife. There were no patient complications reported as a result of this event. Note: it was reported that an erbe vio 3 generator was used for this procedure. However, according to the instructions for use (IFU), "the orise proknife is only for use with erbe vio 200d/300d generators". Additionally, the information provided indicates that the cleaning tool was used incorrectly; the electrode was "being jammed into the cleaning tool very aggressively with it extended." According to the IFU document: "cleaning tool to be used with the orise proknife removed from the scope and electrode retracted". However, it was noted that the electrode was extended when the cleaning tool was used.